Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the messages related to the customer's report. However without receipt of the device or electrode pads, root cause could not be established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed all testing including pacing testing without duplicating the report. The device was recertified and returned to the customer. The customer confirmed that they could see a signal while in monitor mode, however, the lead view selected while in monitor mode is the pads view, not the ECG lead view. Once pacing is enabled, the lead view toggles to an ECG lead view that comes from the p-leads on the onestep complete pads they were using. Only ECG lead views are able to be viewed while in pacing mode. There are a number of factors that exist outside a device malfunction that can cause no ECG signal during pacing that include but are not limited to: poor coupling of the ECG p-leads on the pads to the patient, poor coupling of the pads/multifunction cable/device, or a problem with the multifunction cable/pads themselves. Without the multifunction cable or the pads being returned for evaluation, we could not determine root cause. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.